Event description:
It was reported that an ilet user experienced intermittent charging, where the pump¿s battery level remained approximately stable for an extended period while on the charging pad despite a solid green charging indicator, and normal charging resumed only after repeated repositioning. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included guided troubleshooting to verify indicator behavior, pad alignment, outlet changes, and cleaning of charging components. Investigation of this case revealed a suspected charger performance issue with inconsistent energy transfer from the charging pad to the pump despite correct setup. It was concluded, based on previously established findings for similar reports, that the cause was a charging accessory malfunction consistent with component performance degradation.

Manufacturer narrative:
Initial.